Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 45 mg/dl, which was treated with food and glucose tablets. The most recent blood glucose reading was 168 mg/dl. The customer advised that he would normally eat in order to bring his blood glucose reading back up to over 125 mg/dl. He noted that he had been having low blood glucose levels for the last 2 to 3 weeks. The customer stated that he had no food after dinner and wondered if his basal in the morning may have contributed to the low blood glucose event. He was advised to consult with his doctor regarding the issue. Upon inspection, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump passed the displacement and self tests. He was advised that the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.